Event description:
It was reported that early sensor expiration occurred for the g6 sensor with the serial number (B)(6). The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. However, data for the g6 sensor with the serial number (B)(6) was provided for evaluation. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).